Event description:
The physician intended to use an endeavor resolute stent to treat a lesion in the distal of the intermediate branch. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to the instructions for use. The target lesion exhibited 85% stenosis and severe calcification. Lesion pre-dilation was performed (10 atm, 10 seconds). Remaining level of stenosis after pre dilatation was 70%. The endeavor resolute device could not pass the lesion. The physician used a new device to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. No patient injury noted. Evaluation summary: the tip was damaged. The 5th, 6th and 7th distal stent segments had raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (target lesion exhibited 70% stenosis following pre-dilation and severe calcification), inherent risk of procedure (stent deformation), deformation problem (stent). Evaluation conclusion: known inherent risk of procedure (stent deformation), device failure/lack of effectiveness related to patient condition (target lesion exhibited 70% stenosis following pre-dilation and severe calcification). (B)(4).